Event description:
It was reported that after t1 stripped off successfully, the delivery needle broke. No patient injury was reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device received. The procedure was not confirmed. The complaint said¿ ¿after t1 stripped off successfully, the delivery needle broke¿. This has visually been confirmed. The device is in extremely disfigured condition and it has been broken. The complaint does not confirm the location of the broken delivery needle portion. The broken part was not returned. The complaint indicated that the t¿s were removed. The device was returned without suture or t¿s. The blue split cannula was not returned. The depth limiter was returned. It was trimmed and still attached to the remaining needle components. Functional test is impossible due to the device damaged condition. This device has been manipulated in a very aggressive fashion not consistent with smith & nephew training or IFU. IFU warnings states ¿do not bend delivery needle¿. Twist or bend can interfere with advancement and removal of t¿s. No root cause related to the manufacture of the device was confirmed. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.

Event description:
Ts were removed from the patient.